Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing her site and rewinding the insulin pump when the insulin started streaming out. Customer stated she then received a compromised force sensor system alarm. Customer stated she was performing the fill tubing process and her blood glucose reading was 157 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer was advised to disconnect from the pump. Customer stated that she has a back-up plan and will use it until the loaner pump arrives. Customer stated that she did not drop or bump or pump prior to the issue occurring. Customer reported that the drive support cap was protruded. Customer does not recall pressing down on the cap. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but prime alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.